Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that cartridge air bubbles were observed in the patient line. Customer performed a supply change to address the issue. Customer's blood glucose level was 250-350 mg/dl.